Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized due to low blood glucose on several occasions with unknown blood glucose levels at the time of the incidents. The customer also had some highs. The customer was at 210 mg/dl at the time of the call. The customer declined to provide additional details about the events. It is unknown if the customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and was automatically adjusting insulin delivery during the event. The customer was having sensor updating alerts and change sensor alarms. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.